Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. Unable to perform the unexpected restart alarm test due to motor error alarms. The device had a cracked case at the lcd window corners and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 85 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.